Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a ladg, all the staples were unformed at the first firing. The device was used to resect duodenum. Another cartridge was loaded into the same device to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: p57t04. Investigation summary ==> the analysis results showed that one gst60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Two images were provided; the images shows a piece of tissue with a staple line, bleeding can be observed, and it seems to be a staple legs protruding from the tissue. Based on the photo alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.